Event description:
Hillrom received a report initially that the device had a burning sound. Follow up with the customer confirmed that the device had a burning smell and it was making weird noises. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The device was analyzed and found the device with error codes 26 (device_error_i2c_timeout_psc) and 78 (soft_fault_psc_state) in memory. Device ran a normal mode therapy session (with settings as received) without any issues. Visual inspection revealed black rubber balls inside the case. No damage found on power pcb. Pulse generator's left diaphragm was rubbing against its own cable. The right diaphragm's inner band was loose, causing that diaphragm to rub against the blower case, causing the rubber balls inside the case. Device was serviced in april 2014 at which time the blower and pulse generator were replaced. The allegation of the weird sounds was confirmed by the rubbing of the pulse generator and blower. The allegation of the device sounding like burning could not be confirmed. If the allegation was intended to be a smell of burning, that would be confirmed by the pulse generator and blower rubbing. The device was returned with 3504.41 hours of total use. Beyond 1000 hours, devices are not eligible to be serviced and sent to another customer. Device to be scrapped. Based on this information, no further action is required.

Manufacturer narrative:
The vest® airway clearance system, model 105 was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. This type of airway clearance therapy is referred to as high frequency chest wall oscillation (hfcwo). No further information is available on the repair of the vest at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a final report.

Event description:
Hillrom received a report from a hillrom technician stating the device had a burning sound. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).